Event description:
From the call center: gastro implant not working, gall stones. Therapy consultant referred caller to dr (B)(6) at hackensack for a battery replacement. Caller has follow up appointment scheduled with provider. This patient had his battery replaced by dr. (B)(6) at hackensack jersey shore in late march. Patient experienced discomfort/pain and elected to have the device explanted. Explanted product was not returned for analysis but was disposed of at the site. No further action to be taken.